Manufacturer narrative:
Method: no product was returned for eval and investigation. However, a review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specifications prior to release. Results: the info contained herein is based on the info provided by the initial reporter. The report did not provide any specific info concerning the procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis could not be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1304265, rev. L). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E). If additional info that is pertinent to this event becomes available, I-flow will submit a f/u report.

Event description:
Pt allegedly developed chondrolysis following placement of a pain pump with continuously injected anesthetic drugs directly into her shoulder joint following surgery on (B)(6) 2004.